Event description:
On 10/16/96, the physician contacted a MFR rep and stated that he has experienced perispinous abscess with three of his pts. The physician inquired whether these incidents are related to the device catheter and whether this type of incident has been seen before. This report investigates the third incident.

Manufacturer narrative:
A review of the device history record was performed for this device, as well as the device catheter, and did not identify any mfg variances in relation to this event. A trend analysis was also performed on similar incidents involving these catalog numbers and has not identified any trends. The device remains implanted for continued use in the patient's therapy regimen at this time. The MFR's investigation of this event is inconclusive. Based on the info available and due to the unavailability of the device for analysis. No conclusion can be drawn as to the cause of this event. The facility will be notified of co's review of this incident. The MFR is now closing the file on this event. Under section d5 the expiration date was reported as 4/12/97. The correct expiration date for this device is 1/3/99.